Event description:
Burn blister on back [burns second degree]. Case description: this is a spontaneous report from a pfizer-sponsored marketing program, entitled brand websites for devision consumer healthcare germany. A contactable consumer reported about her mother. This female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced a burn blister on her back. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burn blister as described in this case represents a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case represents a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Adverse event safety conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: na site sample status: not received.

Event description:
Event verbatim [preferred term] . Burn blister on back [burns second degree]. Narrative: this is a spontaneous report from a pfizer-sponsored marketing program, entitled brand websites for division consumer healthcare germany. A contactable consumer reported about her mother. This female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced a burn blister on her back. Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Per the product quality group: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. Adverse event safety. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction: no. Severity of harm: na site sample status: not received. Follow-up (06may2016): follow-up attempts completed. No further information expected. Case closed. Follow-up (29may2020): new information received from product quality complaint group includes: investigation results. No follow up attempts possible. No further information is expected., comment: based on the information provided, the event burn blister as described in this case represents a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets initial 10-day EU and 30-day FDA reportability.